Event description:
Tool was vibrating in am attachment. Motor was set up with am attachment and tool from another co. Dr said there was some vibration when he went to use the set up. He used it and a tear to the pt's dura resulted. He continued using the drill on the case and the dura was torn again. The case was completed with manual instruments. Fibron glue was used to repair the dura.